Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed lesion was located in a calcified and severely tortuous proximal circumflex artery. While advancing the taxus express 2.5x12mm drug eluting stent to the target lesion, a stent strut was lifted when it "hit" the calcified lesion. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.